Manufacturer narrative:
Follow-up #1: date of submission 04/23/2014. Device evaluation: the device has been returned and evaluated by product analysis on 04/09/2014 with the following findings: during investigation, the keypad cover was found to be peeling at the up arrow button. The complaint of the intermittently unresponsive ok keypad button was not duplicated during testing. All of the keypad buttons responded appropriately. The keypad cover was removed and evidence of contamination was found underneath the up arrow and contrast key contacts. Unrelated to the complaint, the pump powered on with dim, discolored display screen.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. It was reported that okay button was intermittently unresponsive and required multiple presses to work. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.